Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir was no longer staying in the reservoir compartment and would fall out by itself. Customer was not sure what caused damage, but believed that it was normal wear and tear. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced and customer agreed to return pump.